Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the screen on all in one aio was cracked. A field service engineer fse replaced the broken screen after multiple visits and then added internet information static internet protocol ip address back to station screen. The station screen functioned properly and all drawers worked. The customer was requested to contact information technology it team to update the new media access control mac address for online communication. The customer later requested the internet issue be closed as the screen issue was resolved and stated the user would open a separate it ticket to allow station to communicate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the monitor cracked when the patient was in the room. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.